Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. Data was received but does not reflect full investigation window. The complaint confirmation of a loss of connection is undetermined. A root cause could not be determined.

Manufacturer narrative:
Sr-(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. Previously, data was provided for evaluation. There was no data within the investigation window. The reported event for loss of connection could not be determined. The root cause could not be determined.